Event description:
Account reported they had two pt hcg samples that were initially negative and repeated as >10,000. The account did not indicate whether the incorrect results were used to guide therapy. The field service rep was unable to determine a cause for the discrepant results.